Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
While delivering a 6 x 100 smart control, iliac to the left superficial femoral artery lesion, slight resistance was felt at the distal tip, and when the product was removed from the pt, the outer sheath was noted to be cracked and the tip of the stent released. The lesion was mildly calcified and 75% stenosed and the vessel was mildly tortuous. Another smart control was placed at the target lesion without difficulty and was post-dilated with a 5.0mm x 2cm balloon. There was no pt injury reported.